Manufacturer narrative:
Philips service identified a defective part but did not return the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot during planned treatment; patient moved to another lab on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.